Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 21.9mmol/l with large ketones, lethargy, and nausea associated with moisture behind the display. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. Reportedly, the display screen was cloudy with moisture behind it and could not be read safely. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a cloudy display issue.